Event description:
Freestyle libre 3 plus sensor false low readings. Received letter concerning issue on (B)(6) 2025. Checked current sensor against serial number failure list and it was not listed. However, have had several false low readings with approx. 4 days left on the sensor usage on (B)(6) 2025 and early morning (B)(6) 2025. None of these events were captured on the application and a finger stick reading was 30 + points higher that the low readings of 54 and 53. This is current sensor was supplied by the manufacturer as a replacement for one of the 2 problem sensors that I have had. One for the same issue of low readings and one that would not read at all. I currently have 3 boxed sensors that have been checked against the "urgent medical device correction" letter received. None are on the list. I have not notified the manufacturer yet, however if I do, I am sure they will want the problem sensor back.